Event description:
It was reported the patient's leads had migrated. The patient lost effective stimulation and was experiencing unintended rib and stomach stimulation. The sjm representative was unable to regain effective stimulation coverage with reprogramming. The physician plans surgical intervention to address the issue. Note the patient received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.